Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had been having issues connecting to their communicator today (B)(6) 2025. The patient stated they would get a message that said the communicator may be out of range of the handset or may need to be charged. Patient services reviewed external device function with the patient and the patient confirmed they were not near any electromagnetic interference and the communicator was unplugged. Patient services had the patient check that their bluetooth was on and then had the patient toggle the bluetooth off and back on again. They also had the patient confirm that location was on. Patient services then walked the patient through successfully pairing the handset and communicator. Patient said it was taking "awhile to communicate" and then it went to device not responding. Patient said they were over the ins site but confirmed that the top end of the ins was closer to the surface of the skin and the lower end was deeper. Patient repositioned communicator so that it was over the part of the ins that was closer to the surface level of the skin, advising the patient to gently apply pressure against the skin with the communicator and patient was then able to successfully connect to their settings. Patient said their ins had "always been (positioned) like that." Patient services did not ask any further questions about the ins positioning as they were focused on the reason for call. The external devices were functioning as intended. The troubleshooting steps that were taken on the call resolved the reported issue. Patient is currently looking for a new managing healthcare provider (hcp) so patient services sent the patient physician listings at the patient's request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.